Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged visualization of particles also alleged difficulty breathing and cough. There was no report of patient serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.